Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - initial reporter establishment name: (B)(6) h3 - device evaluated by mfg?: the complaint device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the shaft of the flexor sheath included in the rosch-uchida transjugular liver access set ruptured during an unknown procedure for an unknown patient. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: b5, g3. Additional information: a2 - age, a3a - sex, b7. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The additional information (that was reported on 24mar2026) was provided on 16mar2026 (instead of 19mar2026).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 19mar2026. It was reported that when assembling the outer sheath and the guiding inner sheath, there is a strong friction between the two components during assembly, and it is also very rough after thorough cleaning. When pushing it to the hepatic vein for puncture, it was necessary to shape the tip of the guiding sheath and then prepare to pull out the guiding sheath. During this process, due to excessive friction between the two sheaths, the sheaths ruptured. A photo of the location of the sheath rupture was provided.